Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user could not infuse water into the balloon of the catheter using the syringe. Additional information was received via email on 19 december 2018, from the medicon representative, that the event occurred during a pretest.

Event description:
It was reported that the user could not infuse water into the balloon of the catheter using the syringe. Additional information was received via email on (B)(6)2018 , from the medicon representative, that the event occurred during a pretest.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Per the evaluation the catheter inflated without difficulty. The catheter was dissected and no conditions were found that could have contributed to the reported problem. The dimensional evaluations were as follow: eye snip length 3/32¿ eye snip width 2/32¿ eye snip distance from distal cuff 8/32" eye snip distance from proximal cuff 9/32" rubberize thickness 12 thou reinforcement 160 thou inflation funnel thickness 56 thou balloon thickness (average) 25 thou inflation lumen coverage 13 thou tactile evaluation: n/a the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(6) insert catheter into urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." Correction: additional infromation.